Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of heart failure with reduced ejection fraction less than 20% status post implantable cardioverter defibrillator (ICD) and was on milrinone bridge therapy. The patient was implanted with a heartmate 3 left ventricular assist system (lvas) on (B)(6) 2021. The patient needed continued inotrope support 6 days post-operatively. The subject was cool in distal extremities post-operatively. Ankle brachial index (abi) studies were done with normal results. Due to severe volume overload, the patient was started on slow continuous ultrafiltration on (B)(6) 2021 with a good response, and support was ongoing with the patient in stable condition. The patient experienced delirium with acute mental status change on post operation day 6. Mental status improved on post operation day 7 so no CT scan was obtained. The patient developed leukocytosis postoperatively but remained afebrile. There was no purulent drainage from the incision site. Blood cultures were sent that showed no growth. Infection disease (ID) was consulted and recommended starting empiric antibiotics for 9 days starting on (B)(6) 2021. The patient also had cold lower extremities. Initially this was attributed to extended use of pressors but this persisted and vascular was consulted. Vascular started following with stable demarcation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported neurologic dysfunction, infection, right heart failure, renal dysfunction, and patient conditions could not be conclusively established through this evaluation. It was reported that the patient, who had a history of heart failure with reduced ejection fraction, needed continued inotrope support at 6 days post operation. The subject was cool in distal extremities post operatively. Ankle brachial index (abi) were performed and had normal results. Due to a severe volume overload, the subject was started on a slow continuous ultrafiltration on (B)(6) 2021 with a good response. Additional information was received stating that on (B)(6) 2021, the patient had chronic kidney disease and was started on slow continuous ultrafiltration for volume removal. During the post-op period, the patient¿s creatinine trended up and peaked at 2.56 mg/dl. On post-op day 6, the patient experienced delirium with acute mental status change, which had resolved itself by post-op day 7. The patient developed leukocytosis postoperatively. Blood cultures were sent and showed no growth. Antibiotics were started. The patient had cold lower extremities that were attributed to an extended use of pressors. Vascular was consulted and started following with stable demarcation. The patient also experienced right heart failure and attempted to wean off inotropes failed. The patient continued on dobutamine. The ultrafiltration was reported by the site on (B)(6) 2021 for a right heart failure adverse event. On (B)(6) 2021, it was confirmed that the subject had renal dysfunction. The patient complained of shortness of breath but looked euvolemic on exam. A chest radiography showed plural effusions. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists neurologic dysfunction, infection, renal dysfunction, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. This section also lists neurological dysfunction as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had chronic kidney disease, and creatinine was trending up post-operatively and peaked at 2.56mg/dl. On (B)(6) 2021, the patient underwent thoracentesis by interventional radiology after they complained of shortness of breath but appeared euvolemic on exam. 530cc of serosanguineous fluid were removed. Pleural effusion labs were sent with thoracentesis and showed exudative fluid. A chest CT was done to rule out infection, and showed small bilateral pleural effusions. The patient also had lower extremity mottling, with stable demarcation. Orthopedics was consulted and recommended no surgical intervention, and an ankle brachial index and arterial waveform of both lower extremities on (B)(6) 2021 revealed that the ankle brachial index was 1.32, which is non-compressible. There was no evidence of hemodynamically significant stenosis in neither the right nor left arteries when visualized.